Event description:
The customer returned the product indicating the cartridge would not lock, during physical inspection it was found that the downstream occlusion sensor (dso) seal was damaged.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. However, visual inspection found damage to the downstream occlusion sensor (dso) seal. This indicated a reportable malfunction based on the dso seal. The dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.